Event description:
It was reported that there was no change in the temperature. A blazer ii temperature ablation catheter was selected for use. It was observed that there was no change in the temperature. There were no patient complications reported as a result of this event. No information has been provided at this time regarding the outcome of the procedure. The device has been received and analyzed.

Manufacturer narrative:
Investigation summary: with all the available information, boston scientific concludes that the reported event of temperature cath-poor temperature control could not be confirmed, as no device problems were identified during analysis. Device history record review: the manufacturing batch record review confirmed that the device met all material, assembly, and performance specifications. Device technical analysis: upon receipt at post market quality assurance laboratory, the blazer ii temperature ablation catheter was visually inspected, and no visible problems were noted. Functional testing revealed that the catheter's functional mechanism worked properly; no abnormal resistance was felt when actuating the device. Continuity testing was performed, and the device was found within specifications. Electrical testing was performed by using a maestro generator 4000, and the device was also found within specifications. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk review: a review of the blazer ii temperature ablation catheter risk documentation was completed and confirmed that the event of temperature cath-poor temperature control was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: boston scientific has assigned an investigation conclusion code of no problem detected, as the investigation findings confirmed that no problems were identified with the device.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that there was no change in the temperature. A blazer ii temperature ablation catheter was selected for use. It was observed that there was no change in the temperature. There were no patient complications reported as a result of this event. No information has been provided at this time regarding the outcome of the procedure. The device is expected to be returned for analysis.